Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the bolus delivery of the infusion device is faulty. He programs the bolus using the up or down button, and after the bolus is correctly programmed, the infusion device changes the amount by itself. Patient reported the infusion device does not deliver the amount displayed, and instead of delivering the bolus, it switches to the run mode. Infusion device was not dropped or exposed to electromagnetic fields or water. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional information was provided.